Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, neurological symptoms, lupus, and autoimmune/connective tissue-symptoms. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "possible lupus, allergic reactions to weird things, neurological issues, asia (autoimmune/inflammatory syndrome)," and "nerve pain from the left arm all the way down to the finger tips." Patient additionally reported rupture on an unknown side. Device remains implanted. Treatment for neurological issues included ¿a stimulator inserted into the spine¿ and a ¿steroid shot."